Event description:
As reported, the 6mm10cm saber balloon ruptured on a shelf of calcium in that superficial femoral artery (sfa) while attempting to open the distal sfa. The over the wire (otw) saber catheter separated leaving balloon on the unknown wire in body. The wire was retrieved with a snare with remaining portion of balloon attached. The balloon was fully removed, and the case continued. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82301557 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6mm x 10cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured on a shelf of calcium in the superficial femoral artery (sfa) while attempting to open the distal sfa. The over the wire (otw) saber pta catheter separated leaving the balloon on the unknown wire inside the patient¿s body. The wire was retrieved with a snare with remaining portion of balloon attached. The balloon was successfully removed, and the case continued. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The device was not returned for analysis. A product history record (phr) review of lot 82301557 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ and "balloon- separated¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. Vessel characteristics of calcification likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.